Manufacturer narrative:
The device was received with blank display due to corroded electronic assembly. There was no constant tone noted. The device had corroded motor home switch. The device had cracked case at the display window corner, cracked lcd window, and minor scratched lcd window and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that their insulin pump was submerged in water. The customer's blood glucose level at the time of incident was unknown. The customer states there is fluid under the lcd display. The customer was advised to discontinue use of the device and that it would need to be replaced and returned for analysis.